Event description:
Boston scientific received information that this device and competitor left ventricular (lv) lead tripped a lead safely switch for pacing impedances of greater than 2000 ohms. The device was reprogrammed. The system will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.